Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter (sgc 70320u135) and the clip delivery system (cds 70301u147) referenced in describe event or problem are filed under separate medwatch report numbers.

Event description:
This is filed to report that the clip (70301u149), became entangled with the slda clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The imaging quality was poor. The steerable guide catheter (sgc 70320u135) and the first clip delivery system (cds 70301u147) were advanced. Leaflet insertion was confirmed and the clip was deployed; however, one minute after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). During removal of the cds, the septal access was lost. A leak was suspected on hemostatic valve of sgc due to air noted in the valve; therefore, aspiration was performed and the sgc was removed and replaced. The second cds (70301u149) was advanced for treatment of the slda clip. Grasping was difficult due to the restricted leaflet, and there were several interactions with the chordae. Troubleshooting was performed and the clip was freed from the chordae, but the clip then became tangled with the slda clip. The clip was freed from the implanted clip successfully; however, the patient became hypotensive for a few minutes and was treated with fluids and medication. The cds was removed with the clip and the procedure was discontinued. The mr remained at 4. It was confirmed that the patient is hemodynamically stable and extubated with a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effect of hypotension as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated the reported difficulty grasping appears to be related to patient morphology/pathology and due to a restricted posterior leaflet. The chordal interaction appears to likely be a result of user technique/procedural circumstances of sub-optimal imaging. The second clip becoming entangled with the first clip appears to be due to a combination of user technique/procedural circumstances associated with poor imaging and the procedural circumstance of the first clip detaching from the posterior leaflet. The patient effect of hypotension was a result of the procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.